Manufacturer narrative:
Stryker tech support verified the reported issue over the phone with the customer. Stryker instructed the customer to clear the event code from the memory of the device which thereafter did not return. The device remains in use with the customer. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient involvement reported with the event.